Event description:
Litigation alleges pain, discomfort, inflammation and infection caused by metallosis. Update rec¿d 2/7/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 3/27/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2012 for infection. All implants were removed and spacers were placed. The patient was reimplanted on (B)(6) 2013. It should be noted that the revision operative note from (B)(6) 2012 wasn¿t all legible. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/16/14. The complaint was updated on: 3/6/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A complaint database search could not be done on the stem as the product and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.